Event description:
The IV was started with blood returning into the tubing. The resident stated that the patch was placed in correct proximity to the angiocath. The tech checked the controller, it read "range ok". An initial injection of 30 cc's of contrast was observed. The tech palpated the injector site and found no apparent problem. After 30cc the tech left the room, the injection was completed. At this time it was noted that approx 80cc's of contrast extrvasated into subcutaneous tissues. The radiologist and tech could not give location because they said the patch was ripped off quickly. The pts arm (left antecubital region) was swollen. Arm was elevated and warm compresses applied. Hand surgeon and attending surgeon were pulled for consultation. F/u revealed that hand surgery was not required. No further medical intervention was warranted per consultation with the plastic surgeon.